Event description:
Information was received from a patient regarding an implantable neurostimulator. Patient stated they sleep on their back because their back is a little sore from when they put the implant in and the implant sticks out maybe a quarter of an inch and when they lay down the implant presses against the mattress and causes discomfort. Patient stated they try to position their pillows where the implant doesn't hit the mattress. Patient noted if they press on the implant a little bit they can feel irritation and commented it is getting better and may be because it hasn't had 100% time to completely heal. Agent redirected to hcp to further address, if needed. Patient noted they have an upcoming appt with hcp on the 21st. Additional information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported the therapy has not had any effect on their pain so far. Patient stated they know they'll never be pain free, but they are in the process of trying to get 50 or 60% pain relief. Patient noted they have been turning stimulation off at night and they sleep good and don't feel any pain all through the night. Agent reviewed changing therapy groups and adjusting intensity and also reviewed role of rep. Agent redirected to mdt rep and hcp to further address. Patient noted they have an upcoming appt with hcp on the 21st.

Manufacturer narrative:
B3: event date is date valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported that patient was examined by their doctor and he indicated that incision looked good and it was healing as expected and he said the implant pain would get better overtime. A rep further assisted in the operation of the stimulation equipment. Implant was causing pain due to not being completely healed. Hcp advised to give healing time. As of date, implant pain is almost gone.